Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and dka. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It has been reported by the patient's husband that had been hospitalized with diabetic ketoacidosis and pneumonia. The husband arrived home and found his wife mumbling and unresponsive. He checked her blood glucose levels which were between 600-700 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. The husband called an ambulance who transported her to the emergency room. The patient was admitted in ICU at the time of reporting. The pod was removed at the hospital and will not be returned.